Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The report was received from our affiliate via email notification to implant patient registry of the patient's death. Source of the original information is unknown. No information regarding autopsy or report of device explant pre or post mortem provided. No indication was given that there was any association between the patient's death and the device. The implant duration could not be calculated since the date of death was not provided. No cause of death given. No response was received from the surgeon despite our repeated attempts of contacting by email on 03/25/2009 and on 04/01/2009 for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.